Manufacturer narrative:
The field service report noted the hospital experience a power surge which damaged the systems fuses. Once the fuses were replaced, the system functioned without any further issues observed. The device history record was not reviewed as the reported issue was related to a power surge at the customer site. Root cause of the blown fuses was a power surge experienced at the customer site. No corrective action needed as the root cause of the reported issue was not a manufacturing, design, or quality system related occurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After a power surge in the hospital, an audible "bang" occurred and smoke was noted to be coming from the system. There was intermittent angio co-registration feed resulting in grainy images being displayed. The hospital experienced a power surge and the system became unable to function properly. The fuses were replaced and the kit was attempted to be booted, but an audible "bang" occurred and the system would no longer power up. Smoke was noted to be coming from the system. There was no patient involved in this event. After investigation, the power supply unit fuses were found to be blown. The fuses were replaced and the issue was resolved.